Event description:
A (B)(6) male with a mass in his right lung underwent a fine needle biopsy of the right lung on (B)(6) 2013. The customer had difficulty in penetrating the skin and lesion. It felt like the end might have been bent. Tried a second needle which passed without difficulty. With the third pass, had the same difficulty again. Could not pass through the skin and needed force. The sample was not easily obtained. The pt developed a pneumothorax which required regular chest x-ray and medical examination in the emergency department. The pneumothorax was ongoing with slight pain and no obvious shortness of breath.

Manufacturer narrative:
(B)(4). No product was returned to assist in this investigation. The bevel is 100% inspected in quality control to verify bevel is sharp, clean and free of burrs. All devices are examined to ensure that the correct bevels are on the stylets and proper alignment between cannula and stylet. Without the complaint device, a thorough investigation is not possible. Pt anatomy and density of lesion may affect case of device use. The root cause is inconclusive. We will continue to monitor for similar complaints. Per quality engineering risk analysis, there is insufficient risk to warrant risk reduction activities.